Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(4) 2018 arjo became aware of the even with involvment maxi move passive floor lift. It was initialy reported that the caregiver used lift handcontrol to begin patient transfer and received electrick shock. As a consequence of the event the caregiver did not sustain any injuries.

Manufacturer narrative:
On 24/07/2018 arjo become aware of the even with the involvement of maxi move passive floor lift. It was reported that when the caregiver used lift's hand control to begin the patient transfer, received an electric shock. The caregiver did not sustain any injuries. After the event device was evaluated by arjo service technician. The visual inspection showed that lift had scratches on the base, legs, and mast. The functional test revealed that the device was working properly without any malfunction. The device did not require any repair. When reviewing similar reportable events for maxi move lifts, we have not been able to find other cases with similar fault descriptions compared to the situation investigated here: an electric shock to the user. It needs to be emphasized that arjo products meet the requirements of electromagnetic compatibility (emc) as stated in clause 12.5 of the medical devices directive 93/42/eec. Maxi move lifts are confrmed with iec 60601-1 standard for medical devices. The above information confirms that the passive lift meets all standards and requirements for the safety of medical electrical equipment. The engineer completed a full function test which revealed that there were no functionality discrepancies found within the device. The complaint was decided to be reportable due to the allegation of electric shock. The device was being used for patient handling at the time of the incident. Upon the conducted investigation and lift inspection done by the arjo representative, we were able to determine that no malfunction with the device was found which might lead to electric shock. The device was reported to cause an electric shock and from that perspective, the maxi move passive lift did not meet its manufacturer's specification.